Event description:
A dural csf (cerebrospinal fluid) leak has been present and not healed since system implant surgery. Blood patches and "glue" procedures were unsuccessful attempts to repair the leak. The pump was programmed to a minimum rate. Surgery was scheduled for (B)(6) 2010 to remove the spinal portion of the catheter and repair the dura. The plan was to replace the spinal catheter after the spine has healed. It was later reported that lioresal 2000 mcg/ml at 410 mcg/day was being delivered via the system. The pt experienced headache. The dura leak was repaired on (B)(6) 2010. The surgeon decided not to remove the catheter. The pt was being followed by the managing physician for post op care and dose titration.

Manufacturer narrative:
(B)(4).